Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0670 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported customer asking about a product lot # that they think they had a clabsi with in (B)(6). No other information was provided.